Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedures to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. The right hip procedure on (B)(6) 2006 was reported on medwatch number 1825034-2014-03711.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at (B)(6). Examination of returned device found no evidence of product non-conformance. A review of the provided data and a visual examination of the revised components have indicated wear patches and multiple criss-crossing wear stripes on the bearing surface of the femoral head, and a further wear patch towards the rim of the acetabular cup. These features often indicate that there was rim contact and edge loading of the cup, or subluxation of the components, and is generally a result of sub-optimal positioning of the parts or of a degree of joint laxity. In this instance, the inclination angle of the cup was measured to be greater and the anteversion angle to be lower than their respective recommendations within the relevant surgical technique; also, the use of a +3mm offset on the femoral head may suggest that joint laxity was a concern at the time of implantation. Further disruption to the stresses induced in the system could have arisen from the potentially high loading through the components, owing to the patient's bmi, which is within the category of overweight. Note also that the patient had a mom resurfacing on the alternate hip. The scratching observed on the bearing surfaces is likely a result of the presence of a third body at this interface; the source of this debris however is unclear. The equivalent redlux wear measurements however, do not highlight any corresponding significant wear. The breakdown in the lubrication of the joint due to edge loading and third body wear was likely a contributor to the elevated co and cr ion levels detected in the patient's blood, as well as the observations made from the MRI that were "quite suggestive of armd". The female taper of the femoral head has some black residue on its surface, which indicates that fretting or galling processes were active. However, redlux measurements detected very little wear of this surface and so it's contribution to the overall reason for revision may have been limited. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03711 / 2015-04554).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedures to date. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received reported patient was revised on the left side on (B)(6) 2013 due to armd. During the procedure, a fibrous tumor and cystic tumor with dark staining and dark granulomatous-type material were noted. All components were removed and replaced. Reported from (B)(6).